Event description:
The field engineer reported that the faulty smart power switch prevented the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch power board and interconnect cable were replaced. The system was then found to be operating as intended.